Event description:
A malfunction was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, and they acknowledged and understood these instructions.